Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Furthermore 3 electrodes were found extra-cochlea during explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user can no longer hear with the device. No trauma was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user can no longer hear with the device. No trauma was reported.